Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 was failed. A field service engineer reseated the cables at the back of auxiliary drawer 6.1. Additionally, replaced the retractor band and removed all cubies to clean underneath them. To test the repair, ran a hardware testing application (hta) test on the drawer, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 experienced repetitive failures. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.